Event description:
It was reported that balloon rupture occurred. The patient presented with iliac vein compression. The 73% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during the first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : a xxl device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located 8mm distal from the proximal balloon bond. The rated burst pressure for this device is 5 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient presented with iliac vein compression. The 73% stenosed target lesion was located in the non-tortuous and non-calcified common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, during the first inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported.